Event description:
Admitted with upper gi bleed, intubated for airway protection prior to esophagogastroduodenoscopy (egd). On 06:56 a, egd with esophageal variceal band ligation done x 3 )grade 2-3). After procedure patient had large bloody stool. At approximately 08:21 monitor alarmed asystole. Patient's et tube was found disconnected from ventilator tubing. No pulse, CPR begun. Patient resuscitated successfully, concern for potential anoxic brain injury. Monitor strip shows gradual decreased o2 sats.